Event description:
Multiple short circuits were noted along the electrode array and an x-ray revealed the electrode was kinked. Analysis of the device revealed electrode failure. Explantation/reimlantation surgery was performed.